Event description:
The customer reported that she received a no delivery alarm on the insulin pump. Her blood glucose was 200 mg/dl. The customer declined troubleshooting for the alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.